Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump alarmed unexpected restart and the buttons were unresponsive. The customer accidentally went into the ocean while wearing the insulin pump. Fluid was under the lcd display. Customer's blood glucose level was 12.0 mmol/l. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assembly. The insulin pump had corroded motor and vibrator motor during visual inspection. The insulin pump was unable to perform unexpected error test or verify button/keypad unresponsive due to blank display. The insulin pump had minor scratches on lcd window and cracked reservoir tube lip.